Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire was unable to advance past the lesion. The physician believed it was due to a proximal internal carotid artery (ica) dissection. The procedure was converted to a carotid endarterectomy (cea) as a result of the event.

Manufacturer narrative:
This follow-up MDR is being submitted to indicate that the initial MDR report is being retracted as there is no evidence that a silk road medical device caused or contributed to an adverse event.

Event description:
This supplemental MDR is being submitted for additional information received on 26 july 2024: the physician indicated that the enroute 0.014" guidewire did not cause a dissection. Thus, there is no evidence that a silk road medical device caused or contributed to the initial reported event.